Manufacturer narrative:
The first laboratory report provided to livanova was dated (B)(6) 2020. A second laboratory report dated (B)(6) 2020 was shared with livanova stating that no acid fast bacilli growth could be identified after six weeks of incubation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. PMA/510k: the heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the IFU and that it was placed inside the operating theatre during use with the fan directed opposite to the patient at an estimated distance of two (2) meters. Reportedly, users are currently following IFU. They drain daily the device and refill with filtered water with addition of hydrogen peroxide. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium lentiflavum. The laboratory report was provided to livanova, however, within the report it was stated that the type of testing performed was not validated for this species. There is no known patient involvement.